Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir of insulin pump was leaking. Customer reported that the leak did pass second o ring. Customer stated that there was no cracks or splits in barrel. Customer mentioned that whole tubing had came off when they filled the tubing and removed the plunger. Customer did not report tilting the plunger during filling process. Customer did report pulling of plunger too far down the barrel. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.